Manufacturer narrative:
It was reported that in (B)(6) 2017 the end user was sitting on the rollator and the wheel broke off which reportedly caused the user to fall. The end-user stated she was sitting on the rollator seat when the wheel fell off, she fell over and hit her head. The end-user stated she developed headaches and neck pain after the fall. The end-user reported that she did not seek medical attention at the time of the incident, however when the symptoms did not improve after three months she sought medical intervention. The physician diagnosed her with three ruptured discs in her neck that require surgical repair. We have no documentation confirming the ruptured discs resulted from this incident. At this time the surgery is not scheduled and end-user is unsure when it will occur. No other patient information was provided. A sample was returned for evaluation. The manufacturer received one rollator in used condition. The seat was still mounted onto the unit and no cuts, rips or tears were noted. There were slight stains on the top face of the seat. The backrest was functional and still able to be mounted onto the unit. No damage to the backrest pad was noted. The rear wheels displayed extensive wear and debris around the wheel axles. No damage to the spokes was noted. The wheel locks were functional and when the hand brakes were actuated, the wheel locks made contact with the rear wheels. One front wheel displayed looseness at the stem bolt, while the other did not. The spokes on both front wheels were intact. The metal threaded insert was intact and both wheels were still mounted onto them. No signs of fractures on the wheels or metal inserts were noted. It is unknown if any maintenance was performed on the unit. The frame was slightly bent. Due to the reported incident this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the end user was sitting on the rollator and the wheel broke off which reportedly caused the user to fall.